Event description:
It was reported a leak was detected in the balloon assembly of the ensite array catheter during an ablation procedure. The ensite array catheter was prepared and positioned in the right ventricular overflow tract (rvot). The diagnostic evaluation and ablation was performed on the patient. When checking the positioning of the ensite array and ablation catheters after ablation utilizing fluoroscopy; there was an unusual appearance of the contrast medium inside the balloon of the ensite array catheter. After removing the catheter from the patient, the integrity on the ensite array balloon assembly was checked by filling it with saline at which time a small leak was detected. There was also evidence of ablation damage on the balloon assembly noted. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection revealed a blackened area in the braid wire of the balloon assembly consistent with ablation damage. A syringe was place on the stopcock and the balloon assembly profile was brought to its highest point. The distal end of the catheter was placed in water; then balloon was inflated at which time a leak was detected. A black marker dot was added near the hole for location purposes under the microscopy. Microscopic examination of the braid wire revealed a blackened area in the wires at the same location as the hole in the balloon. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.